Event description:
A customer reports their abbott diabetes care device "exploded" and was damaged. No further details were provided. There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no burn marks or components damage were observed. Returned sensor was further investigated and de cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no issues were observed. An extended investigation has been performed. A review of the case history was performed. No burn marks, component damage or deformities were observed in previous phases. A visual inspection was performed on the de-cased returned sensor and its printed circuit board assembly (pcba) and no burnt mark, contamination, or external damage was observed to the puck. No sign of explosion was observed as the sensor was intact. Further investigation was performed by reviewing the initial scan and sensor was found to be in sensor state 5 (indicating normal termination). Sensor terminated without any error, the customer successfully obtained readings for 15 days. The returned battery was intact and no damage was observed. Battery voltage was measured and it was within the specification. DHR (device history review) was analyzed and there was no indication that the product did not meet specification and no anomalies were identified. Customer reported "the sensor exploded". The battery could not generate the amount of power that was needed to generate the heat that was able to cause explosion. The puck¿s battery produced insufficient voltage for explosion unless subjected to external force. The combination of in process quality checks and the fact that the sensor was used successfully for 15 days means that there was no issue with the sensor. No evidence of a product malfunction was observed. There was no evidence of an explosion that involved the returned sensor. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. Section d4 (expiration date), d4 (primary UDI number)) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device "exploded" and was damaged. No further details were provided. There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.